Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 31-jan-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt a 'pop' in their back at the anchor location on (B)(6) 2018 and was feeling tenderness/discomfort in that area. It was noted that the patient fell on (B)(6) 2018 and that they fractured their t12 vertebrae. The patient had been dealing with a lot of stress over the past several months and had been drinking heavily (may have contributed to the fall). It was unknown if the fall was related to the symptoms that the patient was experiencing at the anchor location. The rep checked impedances and they were within normal limits. The rep turned stim on and the patient was feeling a 'tingling' sensation which covered the painful areas. No further complications were reported.